Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Tab broke off handle.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device confirmed one of the two attachments tabs has broken off. The root cause is attributed to product wear out from normal use and servicing. The product is old (mfg 1997) and has been subjected to heavy usage over time. A complaint database search finds no additional reports against the complaint sample product and lot combination. A search of the complaint database against product code 966330 did not find reveal any trend of broken attachment tabs. Based on the determination of product wear out from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.